Event description:
My son took a pcr covid test and it yielded a false positive. Due to these results, he took a pcr for the following 3 days, all yielding negative. He received a negative result 7 days prior to the positive as well. He was negative on 5 at home tests and 1 rapid test at a medical facility. FDA safety report ID# (B)(4).